Manufacturer narrative:
After using product, consumer reported experiencing redness and visiting an eye clinic where he was diagnosed with an infection in both eyes. Consumer reported that practitioner was unable to determine the cause of the redness. Consumer was prescribed tobramycin; medical documentation was not provided. (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported may be related to a temporary condition associated with hydrogen peroxide exposure. Consumer is recovered.

Event description:
Consumer reported experiencing redness upon initial use of product in (B)(6). Consumer continued to use product and has experienced transient redness since that time. Consumer visited eye clinic in (B)(6) and reported that practitioner was unable to determine the cause of the redness but did diagnose him with an infection in both eyes. Consumer was prescribed tobramycin. Consumer is recovered. Medical documentation was not provided. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.